Manufacturer narrative:
While the device was not returned for physical investigation. Hematomas are complications which may be related to the endovascular procedure or the vascular closure procedure. Hemostasis was initially reportedly achieved with the vascade vcs. Additional pressure to press out the hematoma and a blood transfusion successfully resolved the event.

Event description:
The vascade 6/7f device was selected for closure and inserted into the sheath. The disc was deployed, the sheath was removed, and temporary hemostasis was achieved. The key was inserted into the lock/grip and the black sleeve was retracted to expose the collagen. The collagen was stripped off the device and the device was removed. Pressure was being held and the tech noticed a hematoma forming. Final hemostasis achieved with the device. Hematoma continued to grow in recovery and patients blood pressure dropped. CT and ultrasound performed, and no active bleeding noted. Patient received 2 units of blood and additional pressure was held to press out the hematoma. No further complications noted and patient was discharged.